Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device was not detected on bus and maintenance required. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) identified that the full height drawer 6 and all cubie pockets were failed. Fse replaced the module controller as there were no lights on the board and also replaced the retractor band. Fse then tested the device in hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.